Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during inflation of the vision stent delivery system (sds), the balloon ruptured at 14 atm in the vessel. The stent was expanded in the vessel and there was no post-dilation required. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
.